Event description:
Customer stated a black ooze came from the connection between the attachment and the motor.

Manufacturer narrative:
Reported condition caused by the failure to maintain and service the equipment.